Manufacturer narrative:
Section evaluation summary: post market vigilance (pmv) led an evaluation of one device. The distal end of the adapter was broken and received separated from the instrument. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged instrument adapter may occur due to over flexure of the loading unit while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic hepatectomy procedure. While resecting part of the liver the stapler was unable to fire. The surgeon squeezed the handle and the reload detached from the stapler. The reload the fell into cavity but was retrieved by the surgeon. Another device and reload were used to complete the case. There was no patient injury reported.